Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
In initial report, all information provided was not clarified and added. Due to the epithelial ingrowth discovered on (B)(6) 2014 ( a 2 week post op exam), a flap lift and rinse was performed. On another post op visit on (B)(6) 2014, the epithelial ingrowth appeared again and another flap lift and rinse was performed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye 2 weeks post treatment. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). The patient was asymptomatic.